Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the md inserted the sheath via the left femoral artery while in the cath lab. The iab was prepped per arrow instructions. As the md was inserting the iab through the sheath, the membrane began to unwrap. As a result, the md used another lws iab to complete the procedure. There were no reported pt complications.